Event description:
The facility reported that staff was using the lift to place the resident into the bath and the lift was working as intended. A few minutes later, the lift strap started to lower on its own. The staff held the resident's head out of the water while the other pulled the red cord to activate the emergency stop. No injury was reported. (B) (4).